Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 5 events were reported for this quarter. 5 devices were received for evaluation. 4 events were confirmed during testing. 3 devices were found to be affected by a worn or damaged component. 1 device was found to be affected by corrosion in an electrical component. 1 event was not confirmed during testing; the device was found to be within specifications. 5 devices were repaired and returned to the account. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device ran without user activation. There was no patient involvement; no patient impact.